Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, an esheath was inserted into the patient without difficulty. Following the placement of the sheath, difficulties were encountered during the insertion of a commander delivery system and 23mm sapien 3 valve into the esheath was very hard, especially at the ¿non-compliant part proximal¿. Due to the high push resistance, the stiff wire position in the ventricle was lost. The decision was made to pull back the valve and remove the sheath and delivery system together. During the removal of the delivery system, the balloon was damaged. No injury to the patient was reported. A new esheath, delivery system and valve were prepared. The valve was successfully deployed with no further complications or impact to the patient. At the time of this report, the patient was doing fine. The commander delivery system and esheath were returned to edwards lifesciences for evaluation. During the preliminary examination of the sheath, damage to the sheath was observed. A liner tear and liner delamination, in addition to sheath shaft damage were observed. The exact timing or cause of the sheath shaft damage cannot be confirmed at this time. Information concerning the access vessel minimum luminal diameter and degree of calcification and tortuosity was not provided.

Manufacturer narrative:
The esheath, delivery system and valve were returned to edwards lifesciences for evaluation. The esheath was returned separated from the delivery system. Visual inspection of the esheath revealed the sapien 3 valve was inside the sheath shaft, with the distal inflow of the valve approximately 5 inches from the sheath distal tip. A liner tear approximately 6 inches in length from the sheath distal tip was observed. Liner delamination approximately 5 inches in length from the distal tip was also observed and the hdpe appeared to be cut. Scratches along the sheath shaft and minor distal tip damage were observed. The marker band was intact. The axial score line was unexpanded and no damage was observed on the strain relief. Dimensional analysis of the liner thickness was performed. All measurements met specification. The flex tip outer diameter of the returned delivery system was also measured. All measurements met specification. No functional testing could be performed due to the condition of the returned device. The work orders relevant to the reported event were reviewed. The work orders did not reveal any issues that could have contributed to this event. During the manufacturing process, the sheath is 100% inspected at the final assembly for wrinkles, dents and cuts on the sheath tube, surface defects, protruding or missing material, cross linking of the hdpe across the liner, holes, tears or wrinkles, stress in the liner, seam separation and delamination by manufacturing and quality. Product verification (pv) testing is also performed on samples from the manufacturing lot. During pv testing, samples are visually inspected for tears pre- and post-expansion testing. These inspections and pv testing support that it is unlikely that a manufacturing non-conformance on the sheath was the cause of the reported event. In this case, the complaints of the sheath shaft resistance with the delivery system, the sheath liner tear and the liner delamination were confirmed based on the visual inspection of the returned devices. However, based on the investigation performed, no manufacturing non-conformities were identified on the returned samples. A definite root cause of the resistance with the delivery system, liner tear and liner delamination could not be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (access vessel mld, vessel calcification, tortuosity) likely contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the november 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected information: date of report. The date of the report (aware date) was corrected to 08-dec-2016. This was the issue date of the pre-decontamination engineering evaluation summary.